Event description:
It was reported that the patient experienced presyncopal episode presented in the clinic for follow up. Upon interrogation, the right atrial lead was capturing the ventricle. Chest x-ray was performed and revealed the lead had dislodged. The lead was capped and replaced. The patient tolerated the procedure well and would continue to be monitored normally.

Manufacturer narrative:
(B)(4).